Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-07215. It was reported the pt was experiencing heating up his back while recharging the ipg. The sjm rep advised the pt not to recharge until another charging system was provided. A replacement charging system was sent to the pt. The sjm rep confirmed the pt had received the charging system. It was reported the pt had used the device successfully and was no longer experiencing heating while charging. On 08/01/2012, st jude medical, neuromodulation div., sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events are expected.

Manufacturer narrative:
Correction numbers: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.